Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).

Event description:
Adverse event # 3. Asymmetry, (right side, implant serial number: unk. Doi: (B)(6) 2020, doe: (B)(6) 2020). On (B)(6) 2020, she presented with asymmetry, which required medical device removal on (B)(6) 2020. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).

Event description:
Adverse event # 3. Asymmetry, (right side, implant serial number: unk. Doi: (B)(6) 2020, doe: (B)(6) 2020). On (B)(6) 2020, she presented with asymmetry, which required medical device removal on (B)(6) 2020. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device.

Manufacturer narrative:
On june 7, 2022, per further investigation in imedidata indicates that during (B)(6) 2020 - (B)(6) 2020 there was no implant in the right side, therefore pc were updated from medical device removal / anisomastia to no patient consequence / no adverse event and pec from adverse event / MDR reportable to no product quality issue. Manufacturer¿s reference number: (B)(4).